Event description:
Device 2 of 2. Ref MFR report #1627487-2013-19161. The pt reported the physician explanted and replaced the ipg and lead. The pt was told there was "something wrong" with the system and it needed to be replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.